Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during basal delivery. There was no impact to the customer's blood glucose level. Customer reverted to manual insulin injections for management of blood glucose levels.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed in the pump logs and a different issue was found.